Event description:
The following description of the event was copied from the user facility medwatch report received by carefusion from the FDA on 09/09/2011. "Title: xxxxx. Event desc: first oscillator (B)(4) had impending piston failure (increasing high pitched noise) and clinicians switched to a second oscillator (B)(4) with nitrous oxide (no). The second oscillator was maxed at a power of 10 with a delta pressure (p) of only 40. All other oscillator settings were appropriate (mean airway pressure (map) 30, bias flow 40, frequency 5, fraction of inspired oxygen 33 percent). A small leak was felt around the diaphragm of the second oscillator. A third oscillator was connected to nitrous oxide (no) and once vitals were stable the third oscillator was connected to the pt with no problems." "Device usage problem: device malfunction - that is, the device did not do what it was supposed to do."

Manufacturer narrative:
(B)(4). The following description of the device evaluation by the user facility was received by carefusion via e-mail from the user facility. This e-mail from the user facility was in response to a request by carefusion for additional info. "Serial#: (B)(4). On (B)(6) 2011: received device with note on it stating "squealing sound from piston." Incident (B)(4) issued for this event. Per rt the squealing was becoming louder and the clinical staff asked to have the device replaced. No pt harm. Pt circuit and settings intact but it was noted that the pt circuit was broken at a connection where the exp limb and inspiratory limb are joined. This however did not impact the operation of the oscillator but would indicate a concern with how the circuit extends out from the device and the increased chance of breakage at this point. The oscillator was started and using the same pt circuit and settings it was allowed to run for 24 hours. No reproduction of any squealing was noted, even with stresses placed on the pt circuit and adjustments made to bias flow and adjust knob. The above scenario has occurred in the past and it was noted that at the cap/diaphragm assembly was emitting the squealing sounds and when the cap/diaphragm was compressed the sound would increase or decrease. Discussion of this with carefusion (B)(4) confirmed that carefusion is aware of this - it occurs with the use of the filtered patient circuit. The expiratory hepa filter places an increased resistance on gas flow from the pt and if the bias flows are greater than 40 ipm then there is a chance of the squealing to be heard." The user facility declined carefusion's request to evaluate the device and stated that they have already placed the device back into service. A review of the carefusion complaint system for the past 90 days resulted in zero similar reports, thus carefusion considers this to be an isolated incident.